Event description:
Customer's mother called to report her daughter broker the belt clip and has been experiencing high blood glucose. Blood glucose reading at the time was 135 mg/dl. Customer has treated blood glucose with manual injection. Troubleshooting was performed. Advised that tubing clamps will be sent so troubleshooting can be completed. Advised the customer to call back once they have received the tubing clamps. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.